Manufacturer narrative:
Session records were provided for review. The reported complaint of the device not diagnosing tachycardia again after exiting noise reversion was confirmed. Using the raw marker data from the tachycardia segm (segment/electrogram), it was determined that the device did detect a 2nd tachycardia rhythm but it was rejected due to the sudden onset discriminator. The firmware was performing per design.

Event description:
It was reported that during a remote follow up, noise was noted on the device during a continuous tachycardia episode. As programmed, the device stopped recording the tachycardia episode during the noise. The noise ended before the tachycardia episode, however, the did not trigger new tachycardia episode recording. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.